Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A doctor reported experiencing ultrasound failure during a procedure. The handpiece was exchanged to complete the case. There was no harm to the patient.

Manufacturer narrative:
The system and handpiece were both examined and the reported event was not replicated. The system and the handpiece were both tested and found to meet product specifications. However, the company representative replaced the handpiece as a preventive measure. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The phaco handpiece was manufactured on october 2, 2013. Based on qa assessment, the product met specifications at the time of release. The system and handpiece were found to function as intended. Therefore, the reported event cannot be established. (B)(4).